Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. At this time, the customer has not requested getinge to evaluate the iabp. Additional information is being requested from the customer with regard to the repair and status of the iabp. A supplemental report will be submitted if this information is provided to us.

Event description:
It was reported that during a preventive maintenance (pm) performed by the customer, the cs300 intra-aortic balloon pump (iabp) had low voltage readings. There was no patient involvement, and there was no adverse event reported.

Event description:
It was reported that during a preventive maintenance (pm) performed by the customer, the solenoid driver board of the cs300 intra-aortic balloon pump (iabp) had low voltage readings. There was no patient involvement, and there was no adverse event reported.

Manufacturer narrative:
The customer ordered a replacement solenoid driver board from getinge, in order to perform their own repairs. The customer later reported that the solenoid driver board was replaced per recommendations. Following the repair, the customer completed the preventative maintenance and cleared the iabp unit for clinical use.